Event description:
It was reported that the pt had impedance measurements of <250 ohms on electrodes 0 and 3. All other electrodes measured between 700 and 1200 ohms. If add'l info becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).